Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed no video from the device due to faulty patient board set. Additionally, there was liquid invasion and missing texts on the front panel. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center to olympus due to black pictures with cv-190. The same issue occurred after trying different clv-190. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the device was manufactured prior to the countermeasure been applied on the dr board design change. It was speculated that the malfunction occurred as a result of the date of manufacture since six years had passed.